Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial#:(B)(6) ), egia60amt, egia60amt egia 60 artic med thick sulu, (lot#:unknown), sigpshell, sig power sigpshell control shell, (lot#:unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cardiac gastrectomy, during esophagectomy, the handle or display was frozen, and a beeping sound was heard midway through the firing when the esophagus was resected, and the firing stopped. The display indicated resistance value 1, but not an error, and because none of the buttons responded, the manual adapter tool was used to return the knife and open the jaw to remove the cartridge from the esophagus. Detachment and perforation were performed due to additional resection, and the additional resection was completed using another product from a different manufacturer. Surgical time was extended by approximately 15 minutes due to detachment, perforation, and additional resection for additional dehiscence.